Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered wetness around the outside their apd luer lock connector during peritoneal dialysis therapy. It was not specified during which phase of therapy the leak began. It was further described that the leak occurred due to the apd luer lock connector disconnecting from the supply bag (baxter extraneal icodextrin). There were no alarms reported. There was no report of any damage to the connector or the patient¿s supply bag. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The adapter used by the patient was no longer available for evaluation. The patient is continuing with peritoneal dialysis therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.